Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise were observed on the right atrial (ra) lead, resulting in loss of sensing and loss of pacing. The ra lead was capped to resolve the event and the patient was in stable condition.